Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/17/2020. H.6. Investigation: customer returned (9) 3/10cc relion syringes in an open poly bag for 3/10cc, 6mm relion syringes from lot # 0006877. Customer states that the needles are longer than usual. All returned syringes were examined and all were observed to fall within specifications for 12.7mm cannula length, using the length gauge. This issue cannot be confirmed as the samples were returned in an open poly bag. A review of the device history record was completed for batch # 0006877 all inspections were performed per the applicable operations qc specifications. There were four (4) notifications [200876915, 200876702, 200876818, 200876170] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 : see h.10.

Event description:
It was reported that an unspecified number of relion® insulin syringes experienced cannulas that were too long. Product defect was noted during use. The following information was provided by the initial reporter: material no:328521. Batch no: 0006877. Consumer reported that the needles are longer than ususal. Stated that he uses 6mm needles, the plastic bag and box are correct but the needles inside are longer than 6mm. He said the needles are 1/2" long. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of relion® insulin syringes experienced cannulas that were too long. Product defect was noted during use. The following information was provided by the initial reporter: material no:328521 batch no: 0006877. Consumer reported that the needles are longer than usual. Stated that he uses 6mm needles, the plastic bag and box are correct but the needles inside are longer than 6mm. He said the needles are 1/2" long. Date of event: unknown.